Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released at a shallow depth where a left ventricular outflow tract (lvot) bulge and mild annular calcification was present. Shortly after the valve was released it dislodged into the sinus of valsalva (sov). A snare delivered through radial access was used to pull the valve into the ascending aorta and hold the valve in place while a second valve was implanted successfully. No adverse patient effects were reported.